Event description:
It was reported that the sponge of a minicap was either partially or completely dry. This was noted after the patient completed peritoneal dialysis therapy and was about to connect the device. The patient did not use the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was manufactured 12/03/2014 ¿ 12/09/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.